Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which cause peritonitis. Three months prior to this report, the pt began treatment with dianeal, low calcium (local) pd4 ambuflex and dianeal pd4 local ultrabag therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Approximately two and a half months later, the patient presented to the clinic with complaints of abdominal pain and cloudy fluid. On the same day, the patient was diagnosed with peritonitis based on the patient's symptoms and elevated leucocytes (white blood cells). On the same day, the pt was hospitalized for the peritonitis . On an unreported date, the pt received antibiotic therapy with gentamicin and vancomycin, ip (doses, frequencies and lots not reported). Concomitant therapy was not reported. The cause of the peritonitis was reported to be due to a break in aseptic technique. The pt was beginning to connect to the pd disposables to perform pd therapy and her cat opened the door. The pt left her patient line open while getting up to close the door. Ten days after being admitted to the hospital, the pt was discharged. On an unreported date, the patient recovered from the event of peritonitis. Pd therapy was ongoing during the event of peritonitis.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to patient left her pd patient line open while getting up to close the door. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.